Event description:
Procedure: low anterior resection. According to the reporter: the first firing worked properly,but after loading the 2nd loading unit the device did not fire or place staples. They also decided to make a temporal save-stoma for while and hand suturing was used to correct the problem. Surgery time was extended by more than 30 minutes. The clinical device was saved for further evaluation,but another one will be sent for examination.